Manufacturer narrative:
The insulin pump was received with no excessive no delivery error alarm or motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 110 mg/dl. The customer did not observe any significant events leading to the alarm. The customer also reported that the insulin pump alarmed no delivery occasionally. The customer was able to complete the rewind sequence and declined troubleshooting for the no delivery alarms. He stated that he would call back later in order to troubleshoot for the no delivery alarms. He advised that, in the past when he had received the no delivery alarm, he would change the complete set and resolved the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.